Event description:
It was reported that the device powers off by itself. It is unk if an audible alarm and/or error message occurred prior to the unit powering off. No known impact or consequence to patient.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a f/u report will be submitted.

Manufacturer narrative:
The returned device was evaluated. During eval, the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.